Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 10am. The cca was advised the patient does not take medication to manage her diabetes. It is not known what action the patient took at time of the alleged issue; however, stated taking more food and/ or drink. At an unspecified time after the start of the alleged issue, the patient claimed she passed out. The patient was taken to the emergency room (ER) and obtained a blood glucose result of "23 mg/dl" with the ER/ hospital meter. The patient was administered intravenous (IV) glucose as treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca was unable to walk the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.